Manufacturer narrative:
Eval: this event is still under investigation.

Event description:
During aaa repair in 2007, physician was unable to cannulate the flex main body graft due to the pt's tortuous anatomy, so he decided to convert to a femoral - femoral bypass. A stiff wire was used to straighten out the vessel but the 36mm converter graft was unable to advance, so the physician pulled that out and lost access. The physician then tried to place a 32mm converter graft but it also would not advance. Since the physician could not get an iliac leg graft up on the other side and the pt was not stable enough to sustain an open procedure, the physician hoping to block the contralateral limb by putting an iliac leg graft up above the bifurcation and then follow up with a CT in one week. At the end of the procedure, the physician did have a seal. There was flow through the device but the flow was slow. During the procedure. The pt's blood pressure dropped to 50/30 with a possible myocardial infarction but this was not confirmed. On 9-25-2007, we received info that the pt expired on two days after the original date.